Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the catheter found catheter sc connector coring-tears-cuts in seal which met leak criteria. Review of the internal pump logs indicated that the pump was being used to deliver morphine (10.0mg/ml, 1.999mg/day).

Event description:
Information was received from an unknown source that the pump was explanted due to "expected eol." The devices were returned to the manufacturer, and underwent routine analysis. Indications for use included non-malignant pain and other non-malignant pain.